Event description:
Per the endoscopy nurse assisting the gi physician during a bedside peg tube placement, the tube was unable to be pulled through the abdominal wall. The gi physician had to call in a general surgeon who was able to pull it through using mcgill forceps and extreme force. The gi physician felt this was due to a faulty tube. The nurse noted the "end seemed inverted."